Manufacturer narrative:
(B)(4).

Event description:
This rv lead got stuck during implant on a leaflet of the tricuspid valve. The physician was not able to free the lead from the stuck position and implant in a suitable position. The lead was capped. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.